Event description:
The following has been reported: pump problem. A preliminary review of the device log files indicated an electrical hardware failure (18v). The device was returned for evaluation. Upon return, the device was attached to a bracket and powered on, no alarms or errors were observed. A cassette was loaded on to the device and a set ID failure was observed. The device was opened to inspect for internal damage and perform electrical testing. The rear cover o-ring was found unseated and will need to be replaced. All uninsulated grounding wiring will need to be replaced with insulated wires. A pinched spot was found on the pressure board flex cable. Electrical conductivity testing was performed and no problems were found. The set ID was tested and failed. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The battery hours will need to be reset on the device after they have been replaced by the repair technician. Reporting as a conservative measure due to the set ID issue identified during investigation. No adverse effects were reported.